Event description:
Boston scientific received information stating: atrial lead over sensing noise. Could not recreate the noise at clinic. Atr events logged in due to this. Medtronic leads. (B)(6). Lead implant date (B)(6) 2003. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).